Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated atrial oversensing. Auto lead diagnostics shows atrial short circuit/low impedance paces. Atrial lead warning occurred on 2014-(B)(6). Automatic lead diagnostics shows atrial non-physiological sensing detected pre- and post-warning. (B)(4).

Event description:
It was reported that the patient felt uncomfortable at the chest. There was low atrial lead impedance, oversensing and polarity change. It was noted the patient was seen in office and there was no oversensing observed, however, the patient complained of muscle twitching but it was not confirmed. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 5054-58 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
An emergency device check was performed and the atrial lead impedance was high. There was also a complete fracture of the lead and dislodgedment of the lead on the connector pin side into the pocket was confirmed on x-ray. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.